Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # kam647, exp date 12/31/2020, MFR date 01/07/2016; batch # ka6863, exp date 12/31/2020, MFR date 01/21/2016; batch # jmm140, exp date 10/31/2020, MFR date 11/02/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure: implant electronic ear for ped; how many days post op did the stitch abscess occur: the surgeon said about 3 to 4 weeks post op, when patient came back for opd examination; how many sutures of j494 were used in each procedure: two for whole procedure. But only use on subcutaneous and sub-dermis layers; you reported quantity of 3 for each of 3 lots, can you clarify how many of each lot had issue during one procedure: we can¿t make sure how many cases each happened in specific lot, so I report all the lots which had been used from 2016 jan. Because case like I report consistently happened from this year. And I ask cls team to track all the lots shipping to hospital; did the stitch abscess occur in 13 patients since jan 2016: the surgeon saying those case is not like real stitch abscess, the wound is clean and dry post op. Those cases in more like patient body reject the suture. So the undigested suture had been exclude up to skin. And yes, now for 14 patients had those wound situation since jan 2016. (2016 june 16th update); what was the date of each procedure: can¿t specifically point out: how many sutures were used during each procedure: two of j494g¸ but total suture are not sure; was any culture performed on the patient: no; what were the results: the surgeon said the wound healing is good. But the suture oddly exclude up-to the skin; what was done to treat the stitch abscess: the surgeon remove the exposing suture on skin; what is the current condition of the patient: most of patients leave scar, but no other complications.

Event description:
It was reported that the patient underwent an electronic ear implant procedure for ped on unknown date in 2016 and suture was used on subcutaneous layer and/or sub-dermis layers. Three to four weeks following the procedure, the stitch abscess was discovered, when the patient came back to see a doctor. The surgeon was not sure if abscess caused by the suture or other reason. The surgeon also opined that this case is not like real stitch abscess, the wound is clean and dry post op and it is more like a patient body rejection of the suture. It was also reported that the undigested suture had been extruded up to skin. The surgeon opined that the wound healing is good. It was also reported that the undigested suture had been extruded up to skin and the exposing suture on skin was removed. It has been also reported that, currently, the patient has a scar, but there are no other complications.